Event description:
It was reported that, "after the trays were opened, we noticed a crack all the way around the shaft of the inserter."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.